Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedances and oversensed noise on the right ventricular (rv) lead. There was no evidence of pacing inhibition. No adverse patient effects were reported. Surgical intervention was performed and the lead was explanted and replaced while the device remains in service.